Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2020, the end user experienced red peristomal skin under mass, tape collar and unknown brand of barrier strips applied to outside of the wafer. Red skin was less pronounced under the eakin seals used immediately surrounding stoma and an unknown brand was used for skin preparation. There was no leakage and wear time was 1-5 days. The product was removed and replaced with the same one. The end user was treated for fungal infection with anti-fungal powder to the peristomal skin and was prescribed an oral anti-fungal medication. There had been no improvement in the issue and the nurse felt that the end user had contact dermatitis in response to the convatec wafer. Reportedly, the moldable wafer was being cut and the nurse was instructed that it is intended to be molded only. A photograph depicting the issue was received from the end user.